Event description:
After taking out implants on an infected knee and washing it out, the doctor made palacos cement dowels and spacers and put them in the patient's left knee. After the cement hardened, the doctor was drilling into the bone of the patient's left knee to make holes for the 18 gauge wire to pass through when the tip of the 2.8 drill bit broke off into the bone. He was unable to retrieve it but plans to get it out when he brings the patient back for another surgery. It is not known if it was the drill bit that hit the cement and broke, but it is possible.